Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed along the infusion set tubing. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 305 mg/dl.